Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred when the user attempted to load multiple new cartridges. The user¿s blood glucose (bg) level was 242 mg/dl. The user addressed bg level with an alternate pump and it was confirmed that the customer would use the alternate pump for insulin therapy.